Event description:
Sales representative reported during sterilization that the probe snapped off at the proximal end. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. Waiting for product to be returned for functional evaluation.

Event description:
Sales representative reported during sterilization that the probe snapped off at the proximal end. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.